Event description:
The manufacturer received information alleging within a couple days of receiving a dreamstation 2 advanced auto CPAP a user began choking while using device. The user alleges the filters are turning brown/black after every use, and she was hospitalized with a respiratory infection when she didn't clean the filters for a week. The patient has stopped using the device for a few months. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
The manufacturer previously reported within a couple days of receiving a devastation 2 advanced auto CPAP a user began choking while using device. The user alleged the filters were turning brown/black after every use, and she was hospitalized with a respiratory infection after she didn't clean the filters for a week. The user had reportedly stopped using the device for a few months. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.